Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a double lumen polyurethane central venous catheter was found leaking at the blue hub shortly after placement. The device was removed and replaced on the same day during an additional procedure. Additional patient, event and device information is unknown. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected data d4(lot number, UDI and expiration date) and h4: the lot number for the device is unknown. Lot 8833773 was inadvertently reported under the initial MDR g5-PMA/510(k) #: preamendment. Device evaluation it is unknown what exact device was used in this incident. Based on the returned device images and the device failure analysis, the returned catheter is most likely a ud5.0-18-8. As the catheter markings indicate that it is an 8 cm 5fr catheter that is not abrm coated. The complainant returned one used damaged double lumen cvc with two unknown caps attached to the hubs to the manufacturer for investigation. Physical examination of the returned device showed: biomatter present on catheter shaft, manifold, inside extension tubes, on clamps, and on both hubs. Crack is 0.7cm along a wing of the blue hub. The gate is on the wing opposite the crack. Cavity number 1. No other damage noted. All connections are secure. A leak test was performed. White hub did not leak. Blue hub leaked. White lumen was not occluded. It could not be determined if the blue lumen was occluded. Investigation a document-based investigation reviewed the following: drawing, instructions for use, manufacturing instructions, and quality control specifications a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Per the IFU: precautions ¿¿do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively...¿ how supplied "...store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Supplier investigation the manufacturer did not request that the supplier investigate this occurrence as the exact rpn and lot information are unknown. However, the supplier was informed of this occurrence. A similar supplier investigation is referenced. The supplier described the failure mode as: the crack location in the hub is not provided, but is assumed along the weld line like other cracked hub reports [the dfaf later confirmed the crack to be along the weld line]. The weld line of the hub is the hub's weakest feature. If the male luer fitting is over engaged in the female luer taper of the hub, the weld line can be prone to cracking due to excessive force. The supplier reviewed manufacturing logs of hub lots, no anomalies were noted in the manufacturing process; parameters were within validated manufacturing specifications. No evidence exists to assume parts do not meet specification. Inspections performed during manufacturing yielded no parts out of specification. The supplier stated that there was no known relationship of the device to the reported event. The supplier concluded that no nonconforming product has been identified in-house or in the field based on the investigation. The hub fractured because the hub's weld line strength was exceeded by forces exerted from over engagement of male luer fitting. Conclusion based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no additional escalation is required. Appropriate measures have been initiated to investigate this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.